Event description:
Deroyal cmc carotid pack. Reference 89-10540.01 lot # 53930682. The plastic dust cover was removed from the pack by staff. Staff discovered the sticker tab on the outside of the pack for opening was already torn/open/missing. The pack was removed before the patient arrived in the room. New pack was obtained. Pack not saved; no pictures taken.